Event description:
Rn reported pump was not working requested a new pump. Was not associated with missed dose and no adverse event was reported with the use of the pump and product complaint. Pt's mother reports (B)(4). A pump return box was sent for the pick up of the pump. Dose or amount: vpriv 2800 units, frequency: every other week, route: IV. Dates of use: from (B)(6) 2015 to ongoing.